Manufacturer narrative:
Two (2) actual devices were received for evaluation. A visual inspection with the naked eye noted broken occluder feet on both devices. Functional testing including leak, clear passage, and clamp function testing were performed; leak and clamp function testing revealed a leak due to the broken occluder feet for both devices. The reported condition was verified. The direct cause of the condition was due to the broken occluder feet. The cause of the broken occluder feet could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: on an unspecified date in (B)(6) 2019. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was liquid leakage on the twist sleeve and main body of two (2)transfer sets. This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.